Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated part/lot information as incorrect part/lot and k number were previously reported.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to instability and poor patella tracking. It was thought that the mcl had ruptured. All components were removed and replaced with a lps distal femoral replacement, metaphysical sleeve and stem. An mbt revision tibial tray with a metaphysical sleeve and stem was implanted in the tibia. It was also reported that femoral component was loose in relation to the sleeve. It appeared as if it was not connected to the sleeve. Doi: unknown, dor: (B)(6) 2019, right knee.